Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that the bd vacutainer® push button blood collection set with tubing and pre-attached holder leaked blood from the needle during collection. No exposure to bodily fluid reported. No serious injury or medical intervention noted.